Manufacturer narrative:
The technician cleaned the hilow brake drum to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the hilow was drifting down on this bed. No pt impact.